Event description:
During left heart catheterization the patient's arm spasm and when the pci device was removed it was recognized that the stent was no longer on the delivery system. The patient had a scan and the stent was discovered in the left lower leg and vascular surgery was called to urgently take the patient to the or for stent removal. The stent was never attempted to be deployed it was stripped off delivery system.